Manufacturer narrative:
Citation: xia y, et al efficacy evaluation of endovascular treatment on aneurysms in hunt-hess grade v patients the devices will not be returned for evaluation as it remains in the patient. There was limited device and patient information available. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its causes were unknown.

Event description:
Medtronic received information through article review that intraoperative and post procedure coiling treatment with axium coil, there were some complication had to the patients. Intraoperative complications of cerebral vasospasm in three patients, thrombosis in a2 segment of anterior cerebral artery in one patient and postoperative hydrocephalus in four patients. There were no device complications reported during the procedure. Twelve hunt-hess grade v patients with 13 aneurysms.